Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up to a green dot on the screen display and a constant audible tone. There was no pt involvement in the reported malfunction.